Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 242 mg/dl. During troubleshooting with tandem technical support (cts) it was discovered customer was using pump supplies beyond labeling and using residual insulin with cartridge. Cts educated the customer on cartridge/insulin labeling. Reportedly, customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem per tandem's user guide: "do not remove or add insulin from a filled cartridge after loading onto the pump."